Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the federal institute for drugs and medical devices (bundesinstitut für arzneimittel und medizinprodukte, bfarm) on (B)(6) 2023: 1. Section a. Box 2. Age at time of event/age unit. 2. Section a. Box 2. Date of birth: should be left blank. 3. Section b. Box 5. Describe event or problem. 4. Section d. Box 4. Lot number, catalog number, expiration date, unique identifier. 5. Section h. Box 4. Device manufacture date. 6. Section h. Box 6. Evaluation codes: method code 3. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f (6f select), a non-penumbra microcatheter, stent retrievers, and guidewires. It was noted that the patient had a severe cardiac illness and presented with severe left hemiparesis and dysarthria. At the time of discharge, the patient had mild hemiparesis. The computed tomography (CT) scan revealed a partial infarction of the right truncal ganglion. There were no procedural complications reported. On (B)(6) 2023, the patient was readmitted after a first bilateral tonic clonic seizure. The MRI revealed an image finding that is described in publications with cerebral granulomas as a reaction to embolized hydrophilic polymers from microwires, microcatheters or aspiration catheters. The suspected foreign body granulomas along the cortical border were found in the anterior cerebral artery (aca) and the anterior communication artery (acom). There was also edema noted. The physician then started methylprednisolone therapy which led to significant clinical improvement. On imaging, the changes were subtotal regression. It was reported that the patient expired on (B)(6) 2023 due to a heart attack. The foreign body reaction was reported to have a possible relationship to the ace68.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and other devices. There were no procedural complications reported. On (B)(6) 2023, the patient experienced disorientation and a slight left hemiparesis. The MRI detected a suspected foreign body granulomas along the cortical border, which were found in the anterior cerebral artery (aca) and the anterior communication artery (acom). There was also edema noted. The physician then started a cortisone therapy. It was reported that the patient expired on (B)(6) 2023 due to a heart attack. The foreign body reaction was reported to have a possible relationship to the ace68.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Infection is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.